Event description:
During a dialysis catheter insertion, access into the vessel was very difficult. As the catheter was further advanced into the vessel, multiple wire guides had to be utilized. A great deal of torquirng and manipulation was necessary to get the devices past a stenotic area. During utilization of the platinum mandril wire, the guidewire unravelled and separated. The separated segment was able to be retrieved without surgical intervention.